Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented with right total hip pain in a previous total hip arthroplasty. Patient had an asr with a summit stem in place. Cobalt chrome levels were elevated in labs. During revision operation, or staff mentioned trunionosis and metalosis in hip capsule. Surgeon revised total hip to pinnacle multihole gription with an altrx polyethlyne and a titanium sleeve biolox ceramic head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.